Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was feeling dizzy, nauseous, sweaty, and had presyncope. The patient¿s cgm was reading 70 mg/dl. No bg meter comparison value was reported. The patient¿s spouse took her to the emergency room (ER). At the ER, the patient¿s bg meter reading was taken but the patient cannot recall the value. Although, there were no cgm/bg meter comparison values reported for this event, the patient was alleging an inaccuracy due to her cgm value not matching the severity of her symptoms. The patient stated she was treated with IV dextrose- 50%, klonopin-2mg, pepcid- 20mg, zofran-8mg, and IV sodium chloride- .9%. The patient was also put on a heart monitor. She was discharged home after approximately 6 hours. The patient was feeling better at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2024. The patient experienced a cgm accuracy issue the same day the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was feeling dizzy, nauseous, sweaty, and had presyncope. The patient¿s cgm was reading 70 mg/dl. No bg meter comparison value was reported. The patient¿s spouse took her to the emergency room (ER). At the ER, the patient¿s bg meter reading was taken but the patient cannot recall the value. Although, there were no cgm/bg meter comparison values reported for this event, the patient was alleging an inaccuracy due to her cgm value not matching the severity of her symptoms. The patient stated she was treated with IV dextrose- 50%, klonopin-2mg, pepcid- 20mg, zofran-8mg, and IV sodium chloride- .9%. The patient was also put on a heart monitor. She was discharged home after approximately 6 hours. The patient was feeling better at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.